Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.